Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that there was a "slight kink" in the cannula of the infusion set. The patient experienced elevated blood glucose levels. The blood glucose result was 450 mg/dl on the performa combo meter. The patient went to the hospital and she was treated with insulin subcutan. The blood glucose results at the hospital were not provided. The patient was still currently in the emergency room. The name and lot number of the infusion set was not provided. The infusion set was requested to be returned for product evaluation.